Manufacturer narrative:
The device was not returned to the MFR for eval, as the hospital disposed of it. No further info is available at this time. A supplemental report will be submitted when the investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt received an rvad centrimag (cmag) at the time the lvad was implanted. The hosp staff was unable to wean the pt from the rvad cmag. Due to the need for a chromic rvad, the rvad cmag and the lvad were replaced with bi-ventricular assist device (bi-vad) pvads. The pt remains ongoing.